Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the symptoms were unknown. It was stated there was no allegation of malfunction. It was noted the patient was in a vegetative state.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted due to hydrocephalus on (B)(6) 2017. The patient was experiencing sleepiness and vomiting the day after implant. As of early (B)(6), the patient was still lethargic in the hospital with vomiting.